Manufacturer narrative:
Device evaluation summary: visual inspection shows the housing is broken off and the qb-inlet port is also broken off. With the inlet port broken off testing can not be performed. Evidence of a bubble has been provided. Reason for return was visually confirmed by the evidence that was provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5. The priming protocol/method was priming by gravity to fill the nautilus oxygenator, then recirculation at 5 l/min. The air is residual from the priming process and couldn't be removed from the inlet side of the membrane through the hydrophobic membrane vent. Medtronic received additional information that the issue occurred while setting up extracorporeal membrane oxygenation (ECMO). The customer observed unusual air collection in oxygenator. Air appeared to be stuck in a layer of plastic that should be sealed, presumably with a collection of fluid. The customer was able to tilt and clear the air back out through the inlet to the oxygenator. The customer was able to recreate issue next day by introducing air into circuit. Additionally, it was noted that the oxygenator was handling air poorly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during priming of the mc3 nautilus extracorporeal membrane oxygenation (ECMO) oxygenator, an air bubble could not be removed from the pre-membrane side prior to use. The air bubble was jumping around. Additionally, when challenged with an injection of 20mls of air at 5l/min with the yellow vent cap off, air came out the arterial side instead of venting out the hydrophobic membrane as expected. The device was replaced. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.